Event description:
Procedure: lower anterior resection. Reportedly, the surgeon fired stapler on the rectal stump. The stapler fired smoothly however upon visual inspection of the staple line the surgeon noticed that there were malformed and/or open staples along the first staple line firing. There was minimal bleeding and the surgeon had to use sutures and apply a linear stapler. The patient is fine and recovering.